Manufacturer narrative:
H6 - device code has been updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2020-02112 additional information received revealed the lead that showed high impedance was determined to be fractured. As a result, the fractured lead was explanted and replaced to address the issue. Note: both of the patient's leads are being reported as explanted because it's unknown which lead was liable.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2020-02112. It was reported the patient had been receiving ineffective stimulation. Troubleshooting was performed but resolution was temporary. Later on, high impedance was found on one of the patient's leads. As a result, the patient plans to undergo surgical intervention to address the issue. Note: both of the patient's leads are being reported because it is unknown which lead is liable.